Event description:
A customer reported to baxter product surveillance of 2 units of 100ml bag with 2 injection sites in which during the picking process in the warehouse, they were found with an incomplete seal of the outer dustcover. There was no patient involvement or medical intervention necessary. No additional information is available. This is report 2 of 2 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A customer sent an actual sample for an evaluation. A visual inspection revealed that one of the sides of the pouches had an open seal; therefore the reported problem was confirmed. The cause of this condition was unknown but is attributed to the manufacturing process. A batch file review did not reveal any issues related to this complaint and has passed all statistical sampling acceptance criteria for all tests performed including in-process testing and product testing.